Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim and fecal incontinence. It was reported that they didn't think the therapy was working for their symptoms. The patient stated they were peeing their pants and pooping their pants and everything else and that they'd been trying to connect to their settings but they kept getting device not responding. Patient services reviewed external device function with the patient and the patient was able to successfully connect to see their settings. The therapy was on at 1.8 ma on program 2. They confirmed they hadn't had any falls or traumas that would have led to the issue. They did have an emergency surgery and nothing was done to their knowledge to turn the implant off and they didn't have their programmer with them. They got out of the hospital and that after a week or so, that's when their issues began and that they couldn't even hold their urine to get to the potty and instead of putting little liner s in their panties, they had to go to pull ups. Patient services reviewed with the patient they could make a change to their therapy settings but redirected the patient to follow up with their health care provider (hcp) to check the implanted system since the surgery. Their hcp didn't know much about the implanted system and told the patient to work with the manufacturing representative (rep), but they were on leave. They wanted assistance in making a change to their therapy settings so the patient increased the stimulation to 1.9 ma but they felt the stimulation vibrating at the ins site and not in the bike-seat region. They stated that was always how they'd felt the stimulation. Patient services reviewed programming and stimulation considerations with the patient and again redirected the patient to follow up with their hcp but the patient wanted to switch to a new program. Patient services walked the patient through switching to program 3 and patient increased up to 1.9 ma and patient confirmed feeling the stimulation in their bike-seat region. They stated it was comfortable. The patient was going to monitor their symptoms now that a change had been made, make an additional adjustment or call back for assistance if needed and reach out to their managing health care provider for further concerns about their symptoms and to have the implanted system checked.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.